Event description:
The customer reported that the live monitor went blank. No patient was injured.

Manufacturer narrative:
The ge service rep replaced the live monitor. The live monitor went out again during a case. After reboot the system did function. The ge rep ordered and replaced the hard drive and reloaded software. He also replaced the system interface board and display adapter. The system is functional and operates as intended.